Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator of a 5f exoseal vascular closure device (vcd) did not activate after backflow stopped, and the device came out as-is. Hemostasis was completed with manual compression. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd) . The indicator wire cowling locked against the handle assembly, and an audible click was heard. The physician did not have their thumb on the plug deployment button during retraction, and the indicator window did not show any red color. When the device was removed, the indicator wire loop was deployed with no anomalies noted. The device was not deployed outside the patient¿s body. The patient had no issues following the procedure. The procedure used a same-side antegrade approach following completion of endovascular therapy (evt), and a 5f non-cordis sheath introducer was used. The operator was trained, and the exoseal vcd was stored and prepared according to the instructions for use. No device or package damage was observed. Femoral artery suitability and sheath insertion angle were verified on angiography, and the vessel diameter was confirmed to be at least 5 mm. No visible calcium or plaque was present, and there was no nearby stent or stenosis greater than 50%. The femoral site had not been previously closed within 30 days, and there was no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm before vcd use. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18454452 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "indicator window no change to indicator" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The precautions section in the instructions for use (IFU) indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Due to system limitations, section h6 required to input investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. A review of the manufacturing documentation associated with lot 18454452 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator of a 5f exoseal vascular closure device (vcd) did not activate after backflow stopped, and the device came out as-is. Hemostasis was completed with manual compression. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd). The indicator wire cowling locked against the handle assembly, and an audible click was heard. The physician did not have their thumb on the plug deployment button during retraction, and the indicator window did not show any red color. When the device was removed, the indicator wire loop was deployed with no anomalies noted. The device was not deployed outside the patient¿s body. The patient had no issues following the procedure. The procedure used a same-side antegrade approach following completion of endovascular therapy (evt), and a 5f non-cordis sheath introducer was used. The operator was trained, and the exoseal vcd was stored and prepared according to the instructions for use. No device or package damage was observed. Femoral artery suitability and sheath insertion angle were verified on angiography, and the vessel diameter was confirmed to be at least 5 mm. No visible calcium or plaque was present, and there was no nearby stent or stenosis greater than 50%. The femoral site had not been previously closed within 30 days, and there was no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm before vcd use. Other procedural details were requested but were not provided. The device will not be returned for evaluation.